Event description:
It was reported that during an atherectomy intervention procedure, a filterwire broke. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous left superficial femoral artery (sfa). A 300 cm filterwire ez encountered no difficulty crossing or passing the target lesion, and the filter was successfully deployed. Upon completion of treatment, during retrieval of the filter, no difficulty was encountered during pull back, but when the filter was pulled into the 7f non bsc sheath the filter detached and remained inside the sheath. The detached filter was removed together with the withdrawal of the introducer sheath. The procedure had been completed with this device. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Age at time of event: over (B)(6). (B)(4). Device evaluated by manufacturer: examination of the returned device revealed the delivery sheath was not returned. Visual and microscopic examination of the returned device revealed the radiopaque distal tip of the protection wire was found curved, slightly wavy and had been stretched approximately 3 mm on its proximal portion. The filter bag was found deployed. Approximately 6 mm of the distal end of the filter bag was found missing and ripped off. The ripped edges appeared uneven and jagged. Blood was found on the inside of the retrieval sheath and inside the filter bag. The wire was found kinked approximately at 85.7 cm and 86.3 cm, when measured from the distal tip of the protection wire. The proximal end of protection wire was found wavy and curved. The sheath was found kinked at 142 cm at corewire when measured from the distal tip of the retrieval sheath. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).